Event description:
The customer contact reported, the intubated pt received more medication than intended. At 1715, channel 1 of the pump was programmed in the dose calculation mode to deliver propofol 100mg/100ml, at a dose of 20mcg/kg/hr, with a volume to be infused of 100ml, and the delivery was started. No further programming parameters were provided. Approx one hour later, the pump alarmed for an unspecified reason. At that time, the nurse noted that the propofol container was empty. The pt became, "sedated with no spontaneous movement to extremities and was aware of his surroundings." No medical interventions were required. There were no reported adverse pt sequelae. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.